Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 123 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed. Additionally, it was reported that the customer intentionally filled tubing intermittently while connected at the site as customer needed insulin.